Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/13/2013 with the following findings: the keypad is peeling at the ok button. The ok & down buttons have an intermittent response. The up button is completely unresponsive. The contrast button responds properly. There was contamination under all of the button contacts.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging tactile changes on the pump prior to damage. The reporter stated that for approximately one month prior to the complaint, the buttons became very difficult to press. In addition, peeling of the keypad was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.